Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the patient was refilled on (B)(6) 2025 and at that time also had a low reservoir alarm occurring. The healthcare provider (hcp) stated that the alarm had continued and the pump still showed an active alarm. It was reviewed that with the new software, if a pump had an active alarm along with the motor stall recovery message, they would need to choose the option to manually silence the alarm then update the pump.